Event description:
It was reported that an unspecified cartridge alarm occurred during the load sequence with multiple cartridges. Customer¿s blood glucose ranged from 120-121 mg/dl. Customer reverted to an alternate method of insulin therapy.